Manufacturer narrative:
(B)(4). Device evaluated by MFR: device not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is undetermined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-02913; 2134265-2013-02915. It was reported that during a coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perfom autopullback. The physician did the manual pullback and complete the procedure. No patient complication reported.